Event description:
It was reported the patient was charging more than expected. The reporter wanted to know why the patient¿s implantable neurostimulator (ins) was discharging. The patient¿s ins discharged twice the week prior to this report. The patient had fully charged the ins and within two hours there was no charge. The reporter asked if the energy from four cell towers at high intensity would cause this. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va08klm, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37651, serial# (B)(4), product type recharger. (B)(4).